Event description:
Rptr was advised that pedicle screw could help. After 15 minutes they were removed and she was worse than when they were put in. Then rptr heard they had not been approved by the FDA. She questioned her dr and he said he knew they were not approved, but he did not tell her. She has since found out they have hurt thousands of people. She is trying to get the newspaper to write about how they have injured people and is trying to start a support group.